Event description:
The manufacturer received information alleging a "high oxygen concentration" alarm during patient use. Use of the device had to be stopped. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "high oxygen concentration" alarm during patient use. Use of the device had to be stopped. Upon evaluation of the device, the lab investigation concluded that the e-00228 errors are a known issue due to a faulty o2 sensor on the main circuit board. Due to the unit being replaced in the field, this unit has been scrapped.